Manufacturer narrative:
(B)(6). The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Due to a cut on the rubber, water tightness was lost. In addition to the findings reported, the following were identified: scratches were found on various parts of the device/due to the deformation of the bending tube, the bending angle in up direction exceeds specification/due to damage on the channel tube, the forceps and channel cleaning brush could not be inserted smoothly/damage on the objective lens is projecting a foggy image, and light guide (lg) has significant breakage. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the bronchofiberscope was leaking from the rubber, at the bending section. The procedure was completed using a similar device. There was no report of patient harm associated with this event. During testing and inspection of the returned device, it was found that the forceps channel port was peeling off. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the endo therapy accessories or metal part of the cleaning brush touched the biopsy channel port during insertion/withdrawal of those products, likely causing the shaved forceps. The event can be prevented by following the instructions for use: "bronchofiberscope bf-e2 series chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.